Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, minor scratches on case, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they received alarmed power system error. The customer¿s blood glucose level was 25 mmol/l at the time of the incident. Mother stated the alarm has occurred several times and had restarted the insulin pump. The insulin pump was replaced. The insulin pump will not be returned for analysis.